Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they experienced hyperglycemia and ketones. Patient reported they experienced symptoms such as vomiting. Emergency medical services were dispatched and the patient was admitted to the hospital for treatment. Sensor glucose value was different than the blood glucose value at the time of admission. Sensor glucose value was 40mg/dl and blood glucose value was 500mg/dl. The patient reported the sensor glucose value differences occurred prior to the hyperglycemic event. The patient tested high for ketones at the hospital and was treated with manual injection. The sensor is not expected to be returned.